Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 27.1 seconds, with a monitoring voltage of 2.55. It was noted that the patient has an infection in his leg, thus the replacement of this device was being delayed. Replacement guidelines were questioned. Boston scientific technical services (ts) discussed replacement of the device within 3 months of eri. Additional information was provided that the device replacement has not been scheduled yet. The infection was confirmed to only be in the patient's leg and not in the pocket. It was noted that when the device was replaced, it would be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was provided that the device was later explanted and will be returned for analysis.